Manufacturer narrative:
(B)(4). Batch # r9538g. Device analysis: the analysis results found that the el5ml device was received with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the jaw was readjusted and in the next actuations, 12 conforming clips were fed and formed; finally the device locked out as intended. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. A manufacturing record evaluation was performed for the finished device lot r9538g number, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch r9538g number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy the stapler wouldn't fire. A second like stapler was used to complete the procedure. There were no patient consequences reported.